Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was 240 mg/dl at the time of the incident. The customer reported that she had to go to the emergency room to have her gall bladder removed. Caller states they took her pump off and when she received it back it was in a bag soaked in insulin as they did not turn off or suspend the pump. Caller states that it worked for about a day. Caller states that the light will come on and when she presses the buttons as she gets is a black square. Customer states the black screen did not disappear. They were unable to perform self-test as customer is not able to access menus. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. Pump was tested with no missing segments/partial display noted. Pump received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.